Event description:
The hospital reported that during a coronary artery bypass procedure, the aortic cutter blade did not come out. A replacement unit was used to complete the procedure. There were no pt effects. The product is returning.

Manufacturer narrative:
Investigation: visual inspection revealed that the cutter was fired, there was some blood present, and the cap was on. Based on this visual observation, the reported complaint "the cutter did not come out" was not confirmed. Internal file number - (B)(4).